Manufacturer narrative:
One gold-tite® hexed uniscrew (unihg) was returned for investigation. Visual inspection of the as returned product identified rounded hex and debris in drive feature (hex) due to usage. Functional testing to recreate the reported event could not be performed since the hex was rounded. No pre-existing conditions were noted on the per. The device had been placed on tooth # 19 for an unknown period of time. X-ray or picture images were not provided. Also, according to the IFU, patient factors like the presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year long complaint history review was performed for item (unihg). No other complaints about nonconforming products were found. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur but the reported event could not be verified as the exact details of the event are unknown/ non verifiable. The following sections have been updated: b4: date of this report, d1: device brand name, d2: device product code, d4: catalog number, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: device evaluated by manufacturer, h6: entered evaluation codes, h10: added manufacturer narrative. The following sections have been corrected: d2: common device name corrected.

Event description:
Additional information received from investigation results confirmed the unknown biomet screw as unihg. Lot number remains unknown.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device brand name/ product code: not provided/ unknown. Device catalog/ lot number: not provided/ unknown. PMA/510(k) number: not provided/ unknown.

Event description:
It was reported an unknown biomet screw loosening at tooth location 19. Tightening the screw was not possible and a new screw will be placed. Implant remains implanted and in perfect condition.